Manufacturer narrative:
Additional information was provided. Surgical treatment was provided for the stent thrombosis. The patient¿s medical history is unknown. The patient¿s admitting diagnosis was sfa stenosis. There was good wall apposition of the stent. There was no indication of vessel dissection. The patient¿s medical regimen is aspirin and clopidogrel with an unknown dosage. It is unknown if the stent was post-dilated. There was no disease distal to the stent. There was god wall apposition of the stent. The patient was compliant with antiplatelet therapy. There was no evidence of thromboembolism. The angina pectoris was deemed unrelated to the study device and index procedure. The patient is currently fine. The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This is one of two regulatory reports associated with the patient and are associated manufacturer report numbers: 9616099-2014-00652 & 9616099-2014-00653. Complaint conclusion: as reported by the (B)(4) study, thrombosis was found in the smart stent approximately 7 months post index procedure. Surgical treatment was provided for the stent thrombosis. The patient partially recovered the following day and recovered fully a week later. The patient had a 7x150mm smart stent implanted in the proximal portion of the left superficial femoral artery (sfa) without any issue at the time of the index procedure. The lesion was mildly calcified and tortuous. The rate of stenosis was 100%. There was good wall apposition of the stent. There was no indication of vessel dissection. There was no disease distal to the stent. There was god wall apposition of the stent. The patient was compliant with antiplatelet therapy. There was no evidence of thromboembolism. The patient is currently fine. The patient¿s medical history is unknown. The patient¿s admitting diagnosis was sfa stenosis. The stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent and instigate vessel remodeling around the stent, producing gaps between the stent and the vessel wall. Although based on the available information no definitive conclusion can be made, it is possible that patient, procedural, and pharmacological factors including responsiveness to antiplatelet therapy and anticoagulation may have contributed to the event reported. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time.

Event description:
As reported by the (B)(4) study, thrombosis was found in the smart stent and the patient developed angina pectoris approximately 7 months post index procedure. The patient underwent percutaneous coronary intervention (pci) and a revascularization by plain old balloon angioplasty (poba) was performed. The patient partially recovered the following day and recovered fully a week later. The patient had a 7x150mm smart stent implanted in the proximal portion of the left superficial femoral artery (sfa) without any issue at the time of the index procedure. The lesion was mildly calcified and tortuous. The rate of stenosis was 100%.

Manufacturer narrative:
This is one of two regulatory reports associated with the patient and are associated manufacturer report numbers: 9616099-2014-00652 & 9616099-2014-00653. (B)(4).